Manufacturer narrative:
Block e1 (initial reporter city, initial reporter state): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of varicose veins procedure performed on (B)(6) 2023. During the procedure, it was reported when the handle was rotated until it clicked, it was either the band remained within the ligator head, or two bands were deployed at the same time. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.